Event description:
Customer reported seeing a decimal point in the readings of her unlocked freestyle meter. She noted the results were now being reported in mmol/l rather than mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.